Event description:
It was reported that a shaft break occurred. A super sheath was placed. An express-b-I ld 7.0x30x75cm stent was inserted over a guide wire; however, the sheath was kinked and the shaft of the express-b-I ld, pmtd, 7.0x30x75cm broke. The sheath and stent catheter were removed. A new sheath was inserted and the procedure was completed with another of the same express-b-I ld, pmtd, 7.0x30x75cm stent. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).